Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument. The cause of the single (B)(6) result is unknown. The fse confirmed that instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A single (B)(6) result for immunoglobulin g (igg) antibodies to (B)(6) was obtained on an advia centaur instrument. The result was reported out and questioned by the physician(s). A new sample of the same patient was run and a (B)(6) result was obtained. The first sample was rerun on the same instrument and a (B)(6) result was obtained. There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.